Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital for follow-up, the device battery was found prematurely depleted. The device was explanted and replaced. The patient condition is stable.

Manufacturer narrative:
The reported field event of premature battery depletion was not confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. The device was tested on the bench and no anomalies were found.